Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the zebra label printers were not working repeatedly on multiple floors. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra label printer was not working. A technical support specialist (tss) had logged into the station and located the relevant knowledge article¿ how to clear print queues¿. After applying the steps outlined in the article, the customer confirmed that the printer was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the device.